Manufacturer narrative:
(B)(6) 2013 oaklae2: it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. Estimated 3d dose absorbed (patient): 12.5 msv <(><<)> to =25msv number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was unable to send scans to the navigation system. The imaging system was used to take two spins and both show nav tags, but neither automatically transferred to navigation system. The site attempted to push to the navigation system and the imaging system showed the transfer completed but the scan did not show up on the navigation system. They tried a new ethernet cable with no change. They rebooted the imaging system and it was able to verify connection but the navigation system showed orange connection status and the scans were not able to be sent. They site decided to move forward with another imaging system. There was no impact to the patient and delay is unknown.